Event description:
Customer reports being able to test his blood glucose due to a device error on the aviva system. Customer states he administered 4 extra units of regular novolin based on possible high blood glucose symptoms experienced during the night (no tests were done on meter). 30 minutes later low blood glucose symptoms were reported; customer had passed out and his spouse attempted to treat him with sugar water. Emergency medical technicians (emts) arrived, and treated customer with an IV (contents unknown) and he was taken to the hospital. Customer's result upon arriving at the hospital was 160 mg/dl and he was released 3 hours later. Requested return of suspect device and replacement was sent.